Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that leakage occurred while medicinal solution was administered. The port had been placed via right internal jugular vein, the port body had been placed in the right front chest. There was no reported patient injury.

Event description:
It was reported that leakage occurred while medicinal solution was administered. The port had been placed via right internal jugular vein, the port body had been placed in the right front chest. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number is unknown. Investigation summary: one powerport MRI isp was returned with 8fr groshong catheter for evaluation. During functional testing a leak was identified 11.2 cm from the proximal end of the catheter. Additionally two partial circumferential creases were noted in the catheter 10.5 cm and 11.5 cm from the proximal end of the catheter. The identified partial circumferential split is typical of flexural fatigue, the split is circumferential, smooth, and additional creases were found around the split. Therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.